Manufacturer narrative:
The customer noted discoloration on the heater plate of the meter; this was cleaned using 70% alcohol. The discoloration remained after cleaning. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 361437) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned high inr results for 10 patients tested on coaguchek xs meter serial number (B)(4) compared to the dade innovin laboratory method. Based on the data provided, the results for 2 patients were discrepant. Patient 1 result from the meter at 10.50 a.m. Was 2.9 inr. The result from the laboratory at 11:00 a.m. Was 2.2 inr. Patient 2 (male with date of birth of (B)(6) 1958, weighing (B)(6) result from the meter at 12:30 p.m. Was 2.8 inr. The result from the laboratory at 12:45 p.m. Was 2.1 inr. Any therapeutic decisions were made based on the laboratory results as they were believed to be correct. The therapeutic range for both patients is 2.0 - 3.0 inr. Both patients are in stable condition.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.